Event description:
A (B)(6) female presented for aaa repair on (B)(6) 2010. Another manufacturer's aaa device was implanted on the left. The complimentary aaa devices, of the same manufacture, were implanted on the right. The physician utilized an 18 fr cook check-flo sheath on the patient's left and a 12fr cook check-flo sheath on the right. The balloons used were a cook coda 32x2 and another manufacturer's 12x4. The physician implanted all aaa devices successfully. Ballooning was performed from proximal aortic neck to iliac's down to the internal iliacs. Completion angiography revealed a proximal type I endoleak. The second coda balloon dilation ruptured the aorta. The aorta tore from the ostium of the left renal down to the superior mesenteric artery. Extravasation was seen on the right distal to right renal. Another manufacturer's aaa device was deployed up to the level of the left (lowest) renal. Due to patient's blood pressure dropping, the physician elected to convert to open repair and explanted the aaa device. The patient tolerated the procedure and is reported to be in stable condition. Bypass of superior mesenteric artery also completed. The cause of the type I endoleak remains unknown. There was a slightly angled proximal aortic neck (degrees unknown) and a small amount of calcium on left side of the aorta. During open conversion, the physician noted the aorta was very frail with thin walls. Post-operatively, the right renal was lost completely, and the left renal reconnected.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.